Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the same morning, the patient¿s blood glucose (bg) was over 500mg/dl with small ketones but no symptoms. The patient was reportedly without insulin from 12:56am to about 9am due to a call service alarm. The reporter stated that the patient¿s bg was corrected with a 15unit injection of insulin and the patient was removed from the pump and placed on a back-up plan for insulin delivery. Customer technical support reviewed the pump with the reporter and found that the prime history indicated the pump was not appropriately primed after the call service alarm at 12:56am. A review of the pump histories revealed compliance issues with diabetes management. The prime history indicated that the patient was either not priming infusion set tubing properly or was not changing the tubing. Multiple small prime amounts and a 0.0unit fill cannula amount were seen on review of the prime history. A review of the bolus history indicated that the patient was not bolusing as frequently as needed; the bolus history showed no boluses at all for some days, and only one or two boluses for other days. The reporter noted that the patient was also non-compliant with bg testing. The reporter admitted that the non-compliance issues have been ongoing and she has been working with the patient¿s healthcare provider on the issue. Troubleshooting found no pump defects. Although it was indicated that ongoing bg issues were related to non-compliance and not related to the pump, this complaint is being reported based on the allegation that the patient experienced hyperglycemia on (B)(6) 2014 related to use error of the pump in that the patient did not prime appropriately after an alarm was emitted.